Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and identified that the detector was functioning and that was an intermittent issue. During troubleshooting, the fse identified that the dc power cable to the detector was loose. After reconnecting the dc power cable to the detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system has a detector problem. Philips has started an investigation of the complaint.